Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21489. It was reported the pt ((B)(6)) requested an scs system explant due to ineffective pain relief. The pt was last reprogrammed in (B)(6) 2011. Subsequently, the system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.